Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2025, the patient's flows dropped from around 5.3 lpm to 4.3 lpm. The patient was admitted for abdominal abscess. The patient's outflow graft noted to have mural thrombus on computerized tomography (CT) scan. The event and periodic log files captured routine events and there were no notable alarm conditions or parameter changes. The data seen in the log files did not display a link of trajectory of thrombus.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this investigation as no images were submitted for review and the device remains in use. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection could not be conclusively established through this investigation. Review of the submitted log files captured the pump functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for mlp-050453 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and pump thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists infection and thromboembolism as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.